Event description:
A customer reported experiencing altitude alarms from their pump every day between (B)(6) 2025, and (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl during any of the events. The customer's insulin was not suspended, and they did not need to replace the cartridge to resolve the issue. Technical support provided tips to prevent future altitude alarms, which the customer understood and acknowledged. The customer successfully resumed insulin delivery with the original cartridge.